Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood from the control plug. This occurred 3 times during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about blood leakage from the control plug. According to the customer's report, after needle retraction, blood flowed backwards and leaked from the control plug."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood from the control plug. This occurred 3 times during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about blood leakage from the control plug. According to the customer's report, after needle retraction, blood flowed backwards and leaked from the control plug."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.